Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause for the patient¿s infection could not be conclusively determined the patient remained ongoing on heartmate 3 lvas, until (B)(6) 2019 when the patient ultimately expired due to reasons unrelated to the lvad. The heartmate 3 lvas IFU lists bleeding, cardiac arrhythmia, infection (localized, driveline, and pump pocket), right heart failure, and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. This hm3 IFU provided information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions regarding how to prevent infection as well as suggested responses in the event of infection are also provided in several sections of this document. Furthermore, this document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted for anemia. The patient received 2 units of packed red blood cells (prbc's). No further information was reported.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a major bleeding event after the initial bleeding event on (B)(6) 2019. The patient received a blood transfusion. The account reported coumadin was put on hold. Blood cultures were found to be positive on (B)(6) 2019. While getting ready to draw blood, the patient was found to be in sustained ventricular tachycardia without incident. During admission, the patient right heart failure was found to be worsening. The patient was placed on inotropes on (B)(6) 2019. No further information was reported.